Event description:
It was reported that the sales rep opened patella for primary surgery and outside saran wrapping was intact, handed to scrub nurse who noticed that the inside layer packaging seal was broken and stickers stuck inside seal. Used another implant, this was a hospital owned implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding an opened pack involving a triathlon patella component was reported. The event was confirmed. Visual inspection indicated that the carton was returned in extremely poor condition, torn and compressed and generally appears to have been subjected to excessive handling. There was no shrink wrap or IFU returned with the pack. The outer blister foil lid was opened on 3 edges, the foil lid is wrinkled which is consistent with the effect on the foil caused during the peel back action to open the blister. There is evidence that a good seal was present. The patient labels have been ripped off the outside of the foil lid of the outer blister and had been placed loosely inside the blister. The inner blister remained sealed with the component within. Clinician review was not performed as this event relates to a packaging event and the subject component was not implanted. There were no adverse consequences reported. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Based on the findings of the visual inspection, it appears that this pack had previously been opened and patient labels torn off in anticipation and preparation for use of this product, the component was subsequently not used and the component was replaced in the pack and returned to stock within the hospital. An investigation was performed by the packaging department and concludes that the event outlined in pi (B)(4) did not originate from the recon packaging limerick cell. No further investigation for this event is possible at time.

Event description:
It was reported that the sales rep opened patella for primary surgery and outside (B)(6) wrapping was intact, handed to scrub nurse who noticed that the inside layer packaging seal was broken and stickers stuck inside seal. Used another implant, this was a hospital owned implant.